Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that on or about (B)(6) 2009, pt was implanted with a depuy asr hip. Soon after, pt began having pain and/or stiffness in her hip area. Pt is expected to undergo another surgery in the near future to remove and replace the asr hip.